Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, when the right atrial (ra) lead connected to the new generator, it was noted that the ra lead exhibited failure to capture. The physician made programming changes to the ra lead. There were no patient consequences.